Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012428110); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Following the first deployment attempt, the valve was recaptured due to the shallow implant depth; however, during recapture an infold was observed. Subsequently, a new valve was loaded and used to complete the procedure. Per the physician, the patient's calcified anatomy contributed to the infold. No patient complications have been reported as a result of this event.